Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right ventricular (rv) lead had dislodged. It was noted that the patient moves their arms excessively while sleeping and this is the reason for the dislodgement. A revision procedure was completed and the lead was repositioned. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the right ventricular (rv) lead had dislodged a second time. The lead had pulled back into the atrium and sensed an atrial fibrillation (af) episode and delivered an inappropriate therapy. The lead has been extracted and replaced. No further patient complications have been reported as a result of this event.